Event description:
Information was received that the patient was seen to have the update firmware on the generator performed. The patient's device was interrogated and device was found to have reset again. The settings programmed were noted and the device was then updated without issue. Upon re-interrogation, the nurse elected to first set the normal mode output current to 1ma, however the patient did not feel this stimulation which the nurse believed was expected due to his high tolerance (previous settings were 3ma normal mode, which she mentioned he had been at for years). Settings were adjusted accordingly for the patient due to some coughing they had that resolved in the clinic.

Event description:
An internal review of tablet data confirmed that the generator had a spontaneous reset approximately six days following implantation. The manufacturer's device history records of the generator were reviewed. The generator passed final functional and quality specifications prior to release. Internal investigation has identified that the root cause of the unexpected device reboot is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.